Event description:
The end user reported that the moldable wafer was covering part of the opening of his stoma. He was being treated with antibiotics for urinary tract infection, since he had changed into the convex model of the moldable appliance so he found he had more urine output. No photo is available at this time.

Event description:
The end user reported that the moldable wafer was covering part of the opening of his stoma. He was being treated with antibiotics for urinary tract infection, since he had changed into the convex model of the moldable appliance so he found he had more urine output. No photo is available at this time.